Manufacturer narrative:
Upon notification of the error, we noted to the distributor to request information relating to the use of the device (e.g was the patient strapped to table, was the customer using the foam liners with the traction boot and did you offer the newer style boots). We have not had a response from the distributor and are pending resolution.

Event description:
While transferring patient preoperatively from stretcher to osi fracture table top, the patient fell to the floor. The hospital had used a hard plastic slider for transfer, after the patient had been transferred to the operating room table, and as the stretcher was being pulled away, the slider came out from under the patient, shifting weight of patient to the left, the patient fell buttocks first and hit the back of head.